Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited high pacing impedance. No intervention was done. The patietn status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152707.